Manufacturer narrative:
UDI section is unknown, no product information has been provided to date. One device was returned for investigation. Investigators noted the device had wear and tear damaged tank cover, enclosure, front cover, and line cord. A broken pole clamp. Outdated printed circuit board (pcb) and power switch. Yes, the issue was duplicated, the over temp alarm sounded very quickly, confirming the customer complaint. The investigators were unable to determine the exact cause of the problem but noted the over temp alarm setting was out of calibration. No action taken due to the age and condition of the device. It was deemed beyond economical repair and will be scrapped. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the fluid warming device was alarming for over temperature, when the water was not hot. No patient injury or adverse affects were reported.